Event description:
After pt experienced decreasing saturations and increased heartrate, tracheostomy tube was replaced. Original tube was inspected and found to have a small extra piece of a smaller trach tube inserted into the inner diameter of the tube.